Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device passed the pre-operational check successfully but started alarming just before connecting to the patient. The alarm was visual observable. Te231008 (o2valveleak). No device log files were provided to hamilton. This happened just before the ventilator device was to be connected to the patient. Therefore, seen as patient involvement applicable. There is no need for any medical intervention reported. It's not reported to hamilton how the patient is ventilated afterwards. Neither delay in treatment nor harm to the patient, user or third party has been reported. Measures taken: before connecting to the patient the ventilator device was taken out of service and tested for two hours. The ventilator device passed all tests successfully. No error code occurred. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device passed the pre-operational check successfully but started alarming just before connecting to the patient. - the alarm was visual observable. Te231008 (o2valveleak). - no device log files were provided to hamilton. - this happened just before the ventilator device was to be connected to the patient. Therefore, seen as patient involvement applicable. - there is no need for any medical intervention reported. It's not reported to hamilton how the patient is ventilated afterwards. - neither delay in treatment nor harm to the patient, user or third party has been reported. - measures taken: before connecting to the patient the ventilator device was taken out of service and tested for two hours. The ventilator device passed all tests successfully. No error code occurred. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. ----------------------------------------------------------------------- hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11 ----------------------------------------------------------------------- follow-up 2 - device evaluation: root cause: log files were provided after the initial report had been submitted. Their analysis confirmed the occurrence of the error code that was reported by the user: te 231008 (o2 valve leak). It was established that the root cause of the incident was a defective o2 mixer - the issue was resolved after the defective part had been exchanged. Updated fields: b4, g1, g6, h2, h6, h7, h11.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device passed the pre-operational check successfully but started alarming just before connecting to the patient. - the alarm was visual observable. Te231008 (o2valveleak). - no device log files were provided to hamilton. - this happened just before the ventilator device was to be connected to the patient. Therefore, seen as patient involvement applicable. - there is no need for any medical intervention reported. It's not reported to hamilton how the patient is ventilated afterwards. - neither delay in treatment nor harm to the patient, user or third party has been reported. - measures taken: before connecting to the patient the ventilator device was taken out of service and tested for two hours. The ventilator device passed all tests successfully. No error code occurred. The investigation is still ongoing.